Manufacturer narrative:
A qualified handpiece was indicated. The cartridge and viscoelastic information were not provided. It is unknown if qualified products were used. The root cause for the reported crack may be related to a failure to follow the IFU(instructions for use). Information was provided that the cartridge was only filled 1/2 way. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. It is unknown if a qualified cartridge and viscoelastic were used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during the intraocular lens (iol) implantation procedure it was noted that the lens was stuck in the incision as patient was moved. Also noted there was a small crack on the optic. The procedure was completed with another lens.